Event description:
I was removing a tampon and as I pulled the cord, something felt wrong. It didn't come apart as bad and I believe nothing was left behind inside, but I noticed that the cord was seen in the wrong direction. The cord was sewn in around the tampon instead of inside and parallel to the rest of the tampon. When removing the tampon, I encountered some resistance and when it came out, some of it had come apart. Luckily, I don't believe I had anything left behind, but just in case, I will seek medical attention. FDA safety report ID# (B)(4).